Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and perimeter lens was cracked. This report is made based on results of investigation completed on (B)(4) 2013

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the perimeter lens is cracked. The battery compartment was found to be cracked. (B)(6).